Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gemini light resistant infusion set experienced a missing component: roller clamp during use on a patient. The following information was provided by the initial reporter: no roller clamp found when opened set for use.

Event description:
It was reported that the gemini light resistant infusion set experienced a missing component: roller clamp during use on a patient. The following information was provided by the initial reporter: no roller clamp found when opened set for use.

Manufacturer narrative:
A 2203-0006 sample from lot 18126635 was received for investigation with an opened packaging; the sample had residual fluid within the line. A visual inspection confirmed the customer¿s experience as the roller clamp component was missing from the set. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the roller clamp component is assembled in a manual process and its absence is likely to have occurred due to a human error. A review of the production records for lot 18126635 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2203-0006 product.

Event description:
It was reported that the gemini light resistant infusion set experienced a missing component: roller clamp during use on a patient. The following information was provided by the initial reporter: no roller clamp found when opened set for use.

Manufacturer narrative:
A 2203-0006 sample was not required for investigation of this feedback as the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the roller clamp observed to be missing. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the roller clamp component is assembled in a manual process and its absence is likely to have occurred due to a human error. A review of the production records for lot 18126635 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2203-0006 product h3 other text : see section h.10.